Event description:
This unsolicited case from united states was received on 20-dec-2017 from the nurse. This case concerns a patient (demographics unspecified) who received treatment with synvisc one and after unknown latency the patient had complaints of pain, also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with single intra-articular synvisc one injection (dose, indication, frequency and expiry date: unknown) (batch/lot number: 7rsl021). On an unknown date (unknown latency after starting treatment), the patient did return with complaints of pain, but no redness, no pain and no heat were reported. Corrective treatment: not reported for both. Outcome: unknown for both. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 26-dec-2017: this case concerns a patient who experienced pain after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the event to the product cannot be excluded.